Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed as the lot number is unknown. Visual/functional inspection: as the device was not returned for evaluation, visual and functional inspections could not be performed. Image/medical record review: as no images or medical records were returned, a review could not be performed. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. Per the reported event details, the device was dry fired prior to use. The IFU states, precautions: "never test the product by firing into the air. Damage may occur to the needle/cannula tip." Additionally, it was noted that the tissue was dense. Therefore, it is possible that patient and/or procedural factors contributed to the reported event. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: note: if collecting multiple samples, inspect the needle for damaged point, bent shaft or other imperfections after each sample is collected. Do not use needle if any imperfection is noted. Precautions: never test the product by firing into the air. Damage may occur to the needle/cannula tip and could result in patient and/or user injury. Unusual force applied to the stylet or unusual resistance against the stylet while extended out of the supportive cannula may cause the stylet to bend at the specimen notch. A bent specimen notch may interfere with the needle function. Directions for use: bard max-core biopsy instrument preparation: before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use. Energize (cock) instrument by pulling back on the top slide to withdraw the cannula and lock in place. Then pull back on the bottom slide to withdraw the stylet and lock in place. Remove protective needle sheath and yellow guard. Instrument is ready to fire when both slides are locked back. Recommendation: for ease of insertion, puncture the skin with a scalpel at the entry site. Biopsy procedure: verify instrument is energized (cocked). Insert tip of needle to the point to be biopsied. While maintaining instrument's position and the needle orientation, depress the rear actuator button, or push the side actuator forward (direction of arrow), to cause both stylet and cannula to automatically advance. Remove needle from patient and pull back on the top slide to withdraw the cannula and expose the biopsy specimen. Remove the specimen. If additional biopsies are required, pull back on the bottom slide to withdraw the stylet and repeat the procedure.

Event description:
It was reported that during an ultrasound guided breast biopsy, the device allegedly was difficult to remove from the breast tissue. Another device was used to complete the procedure. No patient injury was reported.